Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 33-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling and stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable and ECG cable used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.